Event description:
It was reported that the voyager nc balloon was attempted to be used for post-dilatation in a 95% stenosed lesion in the mid circumflex artery. The balloon failed to cross the narrowest part of the lesion and was inflated in the proximal part of the lesion in an attempt to help the device completely cross the lesion. However it was unsuccessful. The procedure was completed successfully with another 2.0 x 8 mm voyager nc. No additional information was provided. There was no clinically significant delay in the procedure due to the failure to cross. No adverse patient effects. The returned device analysis noted a balloon rupture. Additional information received stated that the lesion was heavily calcified. The balloon was inflated to 18 atmospheres during the attempt to cross the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, inflation: merit, guide cath: 6f jl4, rhv: merit, sheath: 6rf, stent: xience v. Evaluation summary: the voyager balloon catheter was returned with blood and contrast in the inflation lumen and loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. There was a radial rupture in the balloon on the entire circumference located 4 mm proximal to the distal seal, confirming the reported complaint. As a result of the rupture, the balloon could not be fully deflated to measure the 2/3 balloon profile. However, the tip length was measured and met manufacturing criteria. Balloon material ruptures can be affected by numerous factors. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Scanning electron microscopy (sem) analysis indicated a radial rupture in the balloon that appeared to have initiated at an elliptically shaped region of longitudinal peeling/delamination. Partial radial tears were documented along the edge and outer surface, adjacent to the radial rupture. The edge of the rupture revealed features typical of crack propagation. There was also peeling observed on the inner surface of the balloon. Additionally, separated strands of balloon material were documented on the outer surface of the balloon, more significantly on the proximal end of the ruptured balloon. Overall, the sem report concluded that the failure may have been attributed to exposure conditions during the procedure and/or a material/processing discrepancy. Damage of this type is usually consistent with multiple inflations and/or high stress being applied to the balloon material. In this case, it is likely that an interaction with the heavy calcification during attempts to advance the device and then inflate it to rated burst pressure (rbp) caused the balloon material to become damaged and rupture as a result. A review of the finished product lot history record did not reveal any non-conforming material record issues with this lot, indicating that all lot release testing met specification. There is no indication of a product quality issue. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.